Event description:
A report was received that during a permanent implant, prior to tightening down the leads and ipg the impedances were normal. When the device was tested post-op the lead was showing high impedances on all contacts and the patient was not getting any stimulation on the right side of her body. The patient was brought back to the operating room and the pocket was re-opened. Before the battery was taken out, the physician wiped down the lead and re-inserted it. When impedances were checked they were fine. The patient was re-tested post-op and impedances checked normal. The patient was doing well and receiving good stimulation.

Manufacturer narrative:
This is the final report.